Event description:
It was reported that the one-link valve disconnected from the extension tubing in a micro bore catheter extension set with one-link connector. The reported condition was occurred during infusion. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.